Manufacturer narrative:
The ICD is scheduled to be replaced and will be returned for laboratory analysis once it is explanted. No additional information is available. After the returned device has completed analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time, the ICD has not been returned to boston scientific and our records indicate that it remains implanted and in service. No additional information has been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri). The charge time was 20.7 seconds with a monitoring voltage of 2.58 volts. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Event description:
The ICD was returned.